Manufacturer narrative:
Investigation into this complaint included a customer data review, retain sample evaluation. A quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: the review of the customer data demonstrated the alinity m resp-4-plex amp kit (list 09n79-096) lot# 384132 is performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. The runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. Different platforms may have different sensitivity; therefore, the results may not be 100% reproducible for all the samples. Retain sample evaluation: alinity m resp-4-plex (list 09n79-096) lot 384132 retain sample was tested, and the result met all validity and acceptance criteria with no error codes. As a result, a potential product deficiency was not identified by this evaluation. CAPA / non-conformance review and DHR review: a device history record and CAPA review were performed. The device history record and CAPA review did not identify any issues during production which could have led to the reported complaint for alinity m resp-4-plex kit (list 09n79-096) lot# 384132. No issues were found during quality control (qc) testing. The qc release testing met all acceptance and validity specification criteria. Complaint history review: a complaint history review was performed. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-096) lot# 384132 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated. As the event occurred over multiple run dates, the following additional mdrs have also been submitted with the following date of occurrences : run date (B)(6) 2023 . 3005248192-2023-00159, run date (B)(6) 2023. 3005248192-2023-00160, run date (B)(6) 2023. 3005248192-2023-00161, run date (B)(6) 2023. 3005248192-2023-00162, run date (B)(6) 2023. 3005248192-2023-00163, run date (B)(6) 2023. 3005248192-2023-00164, run date (B)(6) 2023. 3005248192-2023-00165, run date (B)(6) 2023. 3005248192-2023-00166, run date (B)(6) 2023. 3005248192-2023-00167, run date (B)(6) 2023. 3005248192-2023-00168, run date (B)(6) 2023. 3005248192-2023-00169, run date (B)(6) 2023. 3005248192-2023-00170, run date (B)(6) 2023. 3005248192-2023-00171, run date (B)(6) 2023. 3005248192-2023-00172 ,run date (B)(6) 2023. 3005248192-2023-00173 ,run date (B)(6) 2023. 3005248192-2023-00174, run date (B)(6) 2023. 3005248192-2023-00175, run date (B)(6) 2023. 3005248192-2023-00176, run date (B)(6) 2023.

Event description:
The customer questioned alinity m resp-4-plex results for 29 patients. Specifically, the customer identified higher positivity rates for flu/rsv compared to regional surveillance data when using the alinity m resp-4-plex amp kit. It was reported that in march of 2023, flua/flub/rsv positivity was 96 out of 1,211 patients run (roughly 8%) in comparison to february 2023 where flua/flub/rsv positivity was 136 out of 4,164 patients run (roughly 3%).the customer provided an excel spreadsheet which highlights 30 positive flu a, flub, and rsv results for 29 samples from march 2023 until april 13th, 2023 which are currently in question as they have cns above 35. The customer repeated testing for 19 of the 29 samples. The following data was provided from the customer. Run date (B)(6) 2023, sid (B)(6), result positive for covid, rsv (cn rsv=38.50), retested with another method (biofire) result positive for covid. Run date (B)(6) 2023, sid (B)(6), interpretation rsv positive (37.19 cn). Run date (B)(6) 2023, sid (B)(6), interpretation rsv positive (35.96 cn). Run date (B)(6) 2023 , sid (B)(6), interpretation rsv positive (36.61 cn). Run date (B)(6) 2023, sid (B)(6), interpretation rsv positive (40.77 cn). Run date (B)(6) 2023, sid (B)(6), interpretation rsv positive (40.73 cn). Run date (B)(6) 2023, sid (B)(6), interpretation rsv positive (40.61 cn). Run date (B)(6) 2023, sid (B)(6), result positive for flu b (cn 39.4), retested with another method (biofire) result negative. Run date (B)(6) 2023, sid (B)(6), interpretation rsv positive (38.02 cn). Run date (B)(6) 2023, sid (B)(6), interpretation rsv positive (38.31 cn) . Run date (B)(6) 2023, sid (B)(6), interpretation rsv positive (38.69 cn). Run date (B)(6) 2023, sid (B)(6), result positive for rsv (cn 40.91), retested with another method (biofire) result negative. Run date (B)(6) 2023 sid (B)(6), result positive for rsv (cn 37.78), retested with another method (biofire) result negative. Run date (B)(6) 2023, sid (B)(6), interpretation rsv positive (39.79 cn) . Run date (B)(6) 2023, sid (B)(6), result positive for flu b (cn 38.58), retested with another method (biofire) result negative. Run date (B)(6) 2023, sid (B)(6), result positive for rsv (cn 38.75), retested with another method (biofire) result positive for coronavirus hku1. Run date (B)(6) 2023, sid (B)(6), result positive for flu b (cn 38.35), retested with another method (biofire) result negative. Run date (B)(6) 2023, sid (B)(6), result positive for flu b, rsv (cn 39.07), retested with another method (biofire) result negative. Run date (B)(6) 2023, sid (B)(6), result positive for rsv (cn 40.64), retested with another method (biofire) result negative. Run date (B)(6) 2023, sid (B)(6), result positive for rsv (cn 35.95), retested with another method (biofire) result negative. Run date (B)(6) 2023, sid (B)(6), result positive for rsv (cn 38.56), retested with another method (biofire) result negative run date(B)(6) 2023, sid (B)(6), result positive for rsv (cn 41.17), retested with another method (biofire) result negative. Run date (B)(6) 2023, sid (B)(6), interpretation rsv positive (41.26 cn) . Run date (B)(6) 2023, sid (B)(6), result positive for flu a (cn 37.5), retested with another method (biofire) result positive for metapneumovirus. Run date (B)(6) 2023, sid (B)(6), result positive for rsv (cn 37.08), retested with another method (biofire) result positive for metapneumovirus. Run date (B)(6) 2023, sid (B)(6), result positive for flu a (cn 38.28), retested with another method (biofire) result positive for coronavirus nl63. Run date (B)(6) 2023, sid (B)(6), result positive for rsv (cn 38.13), retested with another method (biofire) result negative. Run date (B)(6) 2023, sid (B)(6), result positive for rsv (cn 37.91), retested with another method (biofire) result positive for rhinovirus/enterovirus run date (B)(6) 2023, sid (B)(6), result positive for rsv (cn 40.32), retested with another method (biofire) result negative customer stated that there was no known impact to patient management due to this complaint.